Event description:
Intra-aortic balloon catheter inserted pre-operatively. Two days post-op the pump stopped and a catheter failure was detected. The catheter was removed and a new one inserted. The physician stated catheter failure may have been a factor in the patient's demise. No way to know for sure. The device was returned to the manufacturerdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: other, inherent risk of procedure, balloon. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.